Manufacturer narrative:
Date recv'd by MFR: 02jan2020. The manufacturer¿s field service engineer (fse) remotely confirmed the power management printed circuit board assembly (pm pcba) was installed, and unit is back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
The customer reported the unit will not run on battery power. The battery voltage displays on the pneumatics screen and the manufacturing date and lot number are displayed on the vent info screen. There was no patient involvement. The manufacturer's field service engineer (fse) remotely confirmed the reported problems. The fse remotely checked connector from the battery to the vent, and battery light emitting diode (led) on steady indicating full charge. The fse remotely gave the part number for the pm pcba (power management printed circuit board assembly).